Event description:
It was reported that, "following the first revision in 2006, the patient continued to experience severe pain and developed an infection, ultimately causing cup loosening, causing him to undergo a revision in 2008."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental.